Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead experienced high pacing impedance and placement difficulty, as the helix would not deploy. The rv lead was removed and a different rv lead was successful implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.